Event description:
Complainant alleged that while attempting to treat a patient for cardiac arrest, the device failed to discharge via electrode pads. The electrode pads were replaced and the device then failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.